Manufacturer narrative:
(B)(4). Concomitant medical products: 32810505301 62875268 interchangeable ulnar assembly for cemented use only small left. Report source: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial elbow surgery. Subsequently, the patient underwent revision procedure approximately seven years post initial surgery due to infection and loosening of humeral component. All components were removed and replaced. No additional patient consequences were reported.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Proposed g code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.